Manufacturer narrative:
The lens remained implanted and therefore not explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040 device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. A photo of the implant was provided and was evaluated. The lens was observed with a small crack on the edge of the optic zone. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol), a crack was noticed on the edge of the optic. Reportedly, nothing unusual was felt by the surgeon during the implantation. No patient injury was reported and the lens remained implanted. No further information was provided.